Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing low blood glucose. The customer¿s blood glucose level was 46 mg/dl at the time of incident. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The customer did not provide details regarding symptoms of their low blood glucose. The customer was advised the pump will be replaced. The insulin pump will not be returned for analysis.